Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Receipt of device is expected. The investigation is currently in progress.

Event description:
It was reported that the balloon ruptured. The packaging was opened and the device was flushed. The device was inserted and advanced to he left peroneal artery. The pressure pump was connected and the device was inflated. The device reached 4atm and the pressure did not rise further. There was blood backflow and therefore the device was removed from the patient and it was found that the balloon was burst. Another device was used to complete the procedure. There was no patient injury reported.

Event description:
It was reported that the balloon ruptured. The packaging was opened and the device was flushed. The device prepped normally. There was no difficulty removing the device from the hoop and no difficulty removing the balloon sleeve or stylet. There were no kinks or damage noted prior to inserting the device into the patient. Access was made via the right femoral artery. There were no stents present within the tracking path or treatment area. The device was inserted and advanced to the left peroneal artery without difficulty. The pressure pump was connected and the device was inflated. The device reached 4atm and the pressure did not rise further. There was blood backflow and therefore the device was removed from the patient and it was found that the balloon was burst. The device was removed in one piece from the patient. The indeflator used was not used successfully with other devices. Another device was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
It was reported that the balloon ruptured. The packaging was opened and the device was flushed. The device prepped normally. There was no difficulty removing the device from the hoop and no difficulty removing the balloon sleeve or stylet. There were no kinks or damage noted prior to inserting the device into the patient. Access was made via the right femoral artery. There were no stents present within the tracking path or treatment area. The device was inserted and advanced to the left peroneal artery without difficulty. The pressure pump was connected and the device was inflated. The device reached 4atm and the pressure did not rise further. There was blood backflow and therefore the device was removed from the patient and it was found that the balloon was burst. The device was removed in one piece from the patient. The indeflator used was not used successfully with other devices. Another device was used to complete the procedure. There was no patient injury reported. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first reported complaint for this lot number and this issue to date. There have been no other complaints reported of any type from this lot. The device was returned for evaluation. No packing was returned. The device arrived back without a sleeve. The hub was printed as expected and no visual defects were observed. There was a kink on the outer at the strain relief. The inner was stretched close to the distal cone. The length of the stretch was approx. 270mm. The balloon was detached circumferentially at the distal cone. The balloon was also partially detached at the proximal bond. A longitudinal tear of approx. 40mm was also observed from the proximal bond. No visual defects were noted on the distal tip. No functional examination was carried out due to the condition of the returned device. The result of the investigation is confirmed. The evaluation of the returned device has confirmed the balloon rupture. It was detached circumferentially at the distal cone. The balloon was also partially detached at the proximal bond. A longitudinal tear of approx. 40mm was also observed from the proximal bond. Based upon the available information a definitive root cause cannot be determined. The balloon did inflate to 4atm during its initial inflation. It is unknown whether patient factors, handling or procedural techniques contributed to the reported event. Based on analysis performed no additional action is required. The IFU states: (a) device description the savvy® long percutaneous transluminal angioplasty (pta) peripheral catheter family are a non-reusable coaxial design catheter with a semi-compliant balloon mounted on its distal tip. ¿ the hub/¿y¿ connector consists of a through lumen, allowing the catheter to track over a guidewire, and a balloon port, used to inflate the balloon. (B) indication for use the savvy® long catheters are intended for balloon dilatation of the femoral, popliteal and infra-popliteal arteries. These catheters are not designed to be used in the coronary arteries. (C) directions for use. Inspection and preparation note: a 0.018¿ (0.457 mm) guidewire must be inserted in the savvy® long catheter across the balloon during any inflation of the balloon. ¿ remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. ¿ if any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. ¿ the catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25%/75%) gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, counterclockwise motion. If resistance is felt upon removal then the balloon and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. Apply pressure to the insertion site according to standard practice or hospital protocol for percutaneous vascular procedures. Warning: after use this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and with applicable local, state and federal laws and regulations. (B)(4).